Event description:
During a 2 split thickness graft procedure to left lower leg, a dermatome was utilized to remove skin graft from left thigh. The dermatome cut into subcutaneous tissue, the areas were sutured. Wound site healed without incident.